Event description:
It was reported that the patient presented to the emergency room after hearing a door bell sound for 9 seconds coming from the device. The patient further indicated that the sound was consistent with high alert toning. Follow up to find out why the device alerted was unsuccessful. Manufacturer device implant records show that the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical products: 5076-52 implantable pacing lead (B)(6) 2009. (B)(4).